Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported over infusion which was reproduced as an under infusion during flow accuracy testing. The reported condition was verified. The cause was determined to be out of specification pressure plates. The pressure plates was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was over infused. The volume to be infused (vtbi) was 100ml/hour at a flow rate of 50 ml and dose of 0. The primary infusion was set at 24 inches. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.